Manufacturer narrative:
The system was used for treatment. A review of kit lot d318 was performed and there were no nonconformances associated with this lot. This lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, drive tube leak/break and alarm #18: system pressure. No trends were detected. A corrective and preventive action was initiated for complaint category, drive tube leak/break. Feedback from service order, (B)(4): service technician cleaned the blood spill from the instrument and performed satisfactory system checkout procedure. No further action was necessary. Photos were returned for analysis. Review of the photographs confirms the reported blood leak from the drive tube. The analysis determined the root cause of the reported leak is likely that the upper bearing stop delaminated and allowed the upper drive tube to twist and break. This gave the drive tube the added length needed to impact the chamber wall. The upper drive tube twist is the site of the blood leak. Review of the device history record did not identify any related nonconformances. Therakos and the manufacturer have initiated corrective actions to address potential root causes of drive tube and bearing stop delamination. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4). Not returned.

Event description:
Customer called to report a leak from the upper drive tube. 30ml/min collect rate. Acda used at 12:1 ratio. Customer reported she received a system pressure alarm at 716ml whole blood processed. Customer opened the centrifuge chamber door to inspect and saw blood in the centrifuge well. All parts were intact in the centrifuge. Customer states she did not receive any other alarms during treatment. Treatment was aborted. Css dispatched service order (B)(4). The customer sent photos for investigation.